Event description:
The customer reported that an unidentified spectrum pump overheated while infusing on a patient. The customer stated that the pump was not taken out of service. The serial number was not recorded. There was no pt injury. No further info was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. A supplemental report will be submitted if investigation has been completed.